Event description:
It was reported that in 2009, the pulse generator exhibited battery data of 2.72 v, 14 ua, 5.3 kohms and an estimated 1.25 years remaining until elective replacement indicator (eri). Seven months later, battery data was 2.46 v, 7 ua and 29.9 kohms. Premature eri was suspected. The device was explanted and replaced due to eri status.

Manufacturer narrative:
Na